Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the mainframe had an issue with stimulation during the procedure. The device stopped stimulating and there was visual and/or audible indicators that alerted the hcp. There was no delay in the procedure. There was no patient impact.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). Analysis of the mainframe found that the customer complaint had been confirmed, but complaint was caused by the patient interface. The stim1 did not function. The nim response was received in good condition, no deviations and/or no anomalies found. Current software version was the most recent version. The mainframe had been successfully tested according to service report instructions. Analysis results of the patient interface were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the patient interface found that the device had been received in good cosmetic conditions. There was no deviations found. The device had been successfully tested. Fdm, fdr, and fdc no longer applies for the patient interface. If information is provided in the future, a supplemental report will be issued.